Event description:
It was reported that the user experienced a libre 3+ sensor error with unavailable/reconnecting alerts and loss of display, which was traced to the sensor having detached from the body; a new sensor was applied and pairing time and warmup were reviewed with the user. Symptoms included no clinical symptoms, and blood glucose values were reported as unaffected. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed sensor detachment leading to signal loss and error notifications, with resolution after sensor replacement. It was concluded that the event was related to sensor detachment rather than ilet system malfunction.